Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via email that an issue occurred during placement of an ar-18724v-11 val screw (2.4 mm x 11 mm) into an ar-18724p-49 y-plate (2.4 mm, 6-hole). The screw cut through the plate during insertion. A 2.4 mm x 12 mm cortical screw was used to complete the procedure. No fragments were retained in the patient. This occurred during a distal radius fracture procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 11-jun-2026: the exact hole position on the y-plate could not be recalled; however, it was reported to be the last hole on the plate after modification with a plate cutter. The screw cut through the plate during final tightening. No cross-threading, skipping, or loss of resistance was observed during insertion. The plate hole was noted to be enlarged following the event, with slight deformation observed. No components of the implant or instruments were reported as broken. A ar-18724-12 low profile cortical screw (2.4 x 12 mm) was used to complete the procedure. The procedure was completed with the original plate remaining implanted. There was no reported delay to the surgery and no additional anesthesia was administered.